Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after the impella cp was implanted there was oozing from the impella access site. A femostop was applied and the bleeding resolved. On day three of impella support the patient had upper gastrointestinal bleed so heparin was held. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A.4 added weight of the patient as it was inadvertently omitted from the initial report that was submitted. B.7 added information that was inadvertently omitted from the initial report that was submitted. D.7a revised as it was previously entered incorrectly on the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. Investigation summary: major bleed: the cause of the injury was not determined since the product was not returned and insufficient clinical details provided. Device history review: the pump passed all the post sterile inspection checks.